Event description:
It was reported that the cartridge was leaking from the canister. Customer loaded a new cartridge to address the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.